Event description:
A surgeon reported that she sees brown spots in a high percentage of implanted intraocular lenses (iol) after they have been implanted a year or longer. In a follow up, the surgeon confirmed that there is no harm to any patients.

Manufacturer narrative:
A sample device was not returned for investigation. The lenses remain implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by fax. A questionnaire was received on 06/05/2015. (B)(4).